Event description:
Pt was walking down a concrete sidewalk and upon taking a normal step the pylon tube in her above knee prosthesis broke. The pt fell suffering some bruises and soreness. The pylon tube was used in the assembly of an "ak" prosthesis with a seattle select knee and a voyager foot. The tube broke near or within the housing of the knee joint. The MFR received notification on 10/08/1999 and requested the product be returned for inspection. The product was returned on 11/04/1999 and then inspected by engineering.